Event description:
A malfunction was reported on the customer's pump, showing a specific malfunction code. There was no adverse impact on the customer's blood glucose level. Technical support arranged to replace the malfunctioning pump, advising the customer on using a backup insulin pump in the interim. The customer was informed they would receive a replacement pump with updated software, and instructions were provided for storing the faulty pump and returning it for replacement. All instructions and the delivery process were acknowledged and understood by the customer.